Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect and rib pain after the stimulation was replaced with a stimulator made by another MFR. It was noted that several of the electrodes were "burnt out". The compatibility of the existing lead with extensions and stimulator made by a different MFR were unk. X-rays were taken and looked fine. There was "no duck head". It was suspected that the extension may not fit the lead correctly. The pt did note good stimulation before the battery depleted with the previous stimulator. Add'l info has been requested, but was not available as of the date of this report.